Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 30 to 40's (mg/dl). Review of the pump settings verified that the customer had incorrectly programmed the am and pm reversed on the pump time. To treat the low bg level, the customer consumed juice and food. Tandem technical support assisted the customer with adjusting to the accurate pump time.